Manufacturer narrative:
(B)(4). Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm battery anomaly due to blank display.

Event description:
Customer reported via phone call that the insulin pump had blank display and also had low battery. The customer¿s blood glucose level was 148 mg/dl at the time of the incident. Customer stated they were in pool and display did not returned after insulin pump restart. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.